Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), episodes of over-sensed noise were observed. The patient was evaluated in-clinic, where the automatic set-up tool failed all three sensing vectors. The physician was concerned about a potential electrode integrity issue and elected to hospitalize the patient with therapy turned off. Boston scientific technical services was contacted, and potential troubleshooting options were provided to assess the system integrity. Further screening was performed the following week, with no success. It was discovered that the patient had developed a bundle branch block, and the physician elected to surgically explant the system. A transvenous system was subsequently implanted to resolve the event, and no additional adverse patient effects were reported. It was confirmed that the explanted s-ICD system was discarded and will not be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), episodes of over-sensed noise were observed. The patient was evaluated in-clinic, where the automatic set-up tool failed all three sensing vectors. The physician was concerned about a potential electrode integrity issue and elected to hospitalize the patient with therapy turned off. Boston scientific technical services was contacted, and potential troubleshooting options were provided to assess the system integrity. Further screening was performed the following week, with no success. It was discovered that the patient had developed a bundle branch block, and the physician elected to surgically explant the system. A transvenous system was subsequently implanted to resolve the event, and no additional adverse patient effects were reported. It is currently unknown if the s-ICD system will be returned for analysis.